Event description:
It was reported that a patient remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing episodes due to oversensing r-waves on the implantable cardioverter defibrillator (ICD). No changes or intervention was performed. There were no patient consequences.